Manufacturer narrative:
Bayer case number: (B)(4). The female patient developed various pain [pain]. Neurological disorders after insertion of the essure implants [neurological disorder nos]. Case narrative: this spontaneous case through social media describes the occurrence of pain ("the female patient developed various pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2025. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criterion intervention required) and nervous system disorder ("neurological disorders after insertion of the essure implants"). The patient was treated with surgery (to remove essure). No causality assessment was received for essure with regard to pain or nervous system disorder. The reporter commented: the female patient developed various pain and neurological disorders after insertion of the essure implants. Surgical removal in early on (B)(6) 2025 led to a rapid improvement in her general condition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The female patient developed various pain [pain]. Neurological disorders after insertion of the essure implants [neurological disorder nos]. Case narrative: this spontaneous case through social media describes the occurrence of pain ("the female patient developed various pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2025. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criterion intervention required) and nervous system disorder ("neurological disorders after insertion of the essure implants"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain or nervous system disorder. The reporter commented: the female patient developed various pain and neurological disorders after insertion of the essure implants. Surgical removal in early on (B)(6) 2025 led to a rapid improvement in her general condition. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.